Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise in the form of non-sustained short episodes, before and after the patient had their competitor generator changed out. The company technical services was consulted and it was determined that the oversensing is only occurring on certain days and is suspected to be muscle noise or electromagnetic interference from the competitor implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).